Manufacturer narrative:
One medfusion 4000 pump was returned to investigate the reported issue. The device was received with the top case cracked on the front corners, and timely plates set incorrectly. Additionally, the plunger seals were missing. A manufacturing device history review, DHR, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The error history log was cleared and unable to be downloaded. To further investigate the reported issue, the syringe plunger sensor was checked and tested. The issue was confirmed and the syringe plunger was found not to be in place with 1 ml syringe. The root cause was determined to be due to the timing plate being assembled incorrectly due to user error. To correct the issue, the timing plates were reset and the device passed all functional test.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device would not read the syringe volume. This occurred during testing, there was no patient involved.